Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving hydromorphone ( 20 mcg/ml at 4.177 mcg/day) via an implanted pump. It was reported the hcp wanted to see if they could shut the pump off. The patient had been admitted the evening of (B)(6) 2020 and was minimally responsive. It was noted the hcp wanted to reduce the pump by 80% leaving 20% of the original daily dose. After interrogation the nurse was able to see current setting and reducing the pump by 80% would put the pumps daily dose lower than allowed per the pump/tablet settings. The nurse programmed the pump 20 0.961 mg/day as the was the lowest daily dose allowed. The cause of the patient being minimally responsive was unknown and it was unknown if the issue was resolved.